Manufacturer narrative:
The end user was able to fix the problem by exchanging the adapter cable to obtain arterial pressure measurement without incident.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) lost the arterial pressure trigger source. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) lost the arterial pressure trigger source. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The end user has discarded of the failed cable therefore, there will be no further evaluation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) lost the arterial pressure trigger source. No patient harm, serious injury or adverse event was reported.